Event description:
Customer reported that he is experiencing high blood glucose over 500 mg/dl. Customer stated he thinks the insulin pump is not delivering the insulin needed. Blood glucose value is 561 mg/dl; customer changed the insulin and ate less food. Customer has not treated as he does not have manual insulin injections available. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Bolus history is accurate. Customer removed the infusion set and the cannula is not bent or occluded. Customer stated the site is sore. During the high pressure test the customer could not continue as he stated he felt too sick. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.